Event description:
The customer reported a leak at the end of a leukopheresis procedure. The product was lost. Patient information is not available at this time. Terumo bct is awaiting the return of the disposable set. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: per the customer, the tubing was too long or too short and damaged. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The spectra disposable was received for investigation. A blood leak was apparent at the slip fit luer (as evidenced by dried blood around the luer connection). The luer was inspected and no looseness was noted. The press fit appeared intact. Pressure was applied to the luer to attempt to re-create a leak. No leak was found during testing, although it seems likely that this is related to dried blood in the leak path, as a portion of dried blood was noted between the two luers. Root cause: a definitive root cause could not be determined. Based on the description from the customer this is likely a leak from the slip fit luer connection on the plasma line. If the line above the slip fit luer connection is clamped during the collection, this could cause a pressure buildup in the line and result in a leak at the luer.

Event description:
Due to (B)(4) personal data protection laws, the patient information is not available from the customer.